Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for fluid issue. Without a sample, no definitive conclusion can be drawn as to the cause of the alleged failure that the user experienced. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Patient identifier - requested, not provided. Weight - requested, not provided. Implanted date: device not implanted. Explanted date: device not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation conclusions code has been referenced. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the glidesheath slender sheath was used for a percutaneous coronary intervention (pci) via right radial. After the procedure was done, the physician noted that the diaphragm of the sheath started to leak as the equipment was removed. There was no severe blood loss and no adverse effect to the patient. An xb3 guide was being used with a runthrough hypercoat and a prowater wire. Multiple stents and balloons were used. The patient was stable, and the procedure outcome was a success. There was no patient injury/medical or surgical intervention required. Additional information was received on 11mar2021. Diaphragm is referring to the ccv valve. Hemostasis was achieved by the glidesheath slender sheath (gss), and a band that was placed.